Event description:
It was reported that, the microcatheter (subject device) shaft was found broken when opening the packaging. New microcatheter was used to complete the procedure. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the catheter shaft was found flat/crushed at 24.5 cm from the distal tip. During functional testing, the catheter was flushed without any difficulty and a 0.0158¿ mandrel was advanced into the lumen. The mandrel stopped at the flat part of the catheter and could not be pushed any further. In case of this complaint, the reported complaint that the catheter shaft broken/fractured was not confirmed; therefore, an assignable cause of not confirmed was assigned to the as reported issue 'nv ¿ catheter shaft broken/fractured' since the investigation included a returned device review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue or any defect which could have contributed to the event. Based on the investigation results and available information results and available information as assignable cause of procedural factors was assigned to the as analyzed issues 'nv ¿ catheter flat/crushed', and 'nv ¿ catheter friction', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the direction for use (dfu), but due to procedural and/or anatomical factors during use, the device performance was limited. Since the product investigation confirmed that the catheter shaft was not broken/fractured but was flat/crushed. It is highly unlikely that the flat/crashed catheter contributed to and/or cause any patient injury. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that, the microcatheter (subject device) shaft was found broken when opening the packaging. New microcatheter was used to complete the procedure. There were no clinical consequences to the patient.